Event description:
The hosp reported they experienced a total loss of image during a procedure. The image was unable to be retrieved, and the procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found evidence of fluid invasion on the electrical connector burndy contact pins, air ventilation inlet, scope connector and body control unit which damaged the charge coupled device unit, resulting in the image phenomenon the user experienced. In addition, the objective lens was found chipped on the edge and the light guide tube was dented below the protector boot at the control body side which was attributed to physical damage. However, olympus was unable to determine how the fluid entered the endoscope.